Manufacturer narrative:
Siemens has completed an investigation of the reported event. There is no indication of a system malfunction and no non-conformity or systematic error was found. The investigation was performed considering complaint description, system log files and system history. The analysis of the log files showed that a collision of the robot arm (detector side) was detected. In this case, the robot arm movement stop immediately. After a collision, the movement is limited (possible in the opposite direction at slow speed) and is indicated with "+" and "-" by the system (override mode). Directions which are not possible are marked with x. The operator performed movements in override mode but was not able to move the system out of the collision zone. The local service engineer retrieved the robot from the collision zone with the override function which is described in the operator manual (sub-chapter : system operation). In order to exclude other influences, the cable routing in the robot arm was also checked. The result shows no abnormality and the engineer could not reproduce the issue. There are no reports of the issue reoccurring. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an emergency case a collision message appeared on the monitor and the c-arm was not working properly. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.